Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. Defect was detected. Most likely underlying root cause: rc-061 storage outside specifications. Rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint for e-3 error. During the call, a blood test was performed by the customer using meter and produced result of lo. The customer¿s expected fasting blood glucose test result is 137 mg/dl. The customer was not using proper testing techniques and was using alcohol on his finger and the blood sample was being placed on top of the test strip. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/20/2021 and customer could not recall the open vial date. The meter memory was reviewed for previous test result history: result 1: lo mg/dl date: n/a time: n/a.